Manufacturer narrative:
The analysis on the uninterruptible power supply (ups) was completed by medtronic personnel. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
The mobile view station (mvs) power board was returned to the manufacturer for analysis. Analysis found that the system motion, x-ray and communication readied as expected. The 2d and 3d imaging were successful. Power to mvs, charging and line power passed. No problem found. Analysis found that the reported event was related to a issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) uninterruptible power supply (ups) does not always shut down after turning off the system. Both the mvs and ups were replaced. The issue resolved. A full system checkout was performed after part replacement and all tests passed. The ups and mvs have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the mobile view station (mvs) power board was not sending the correct signal when booting. There was no patient present when this issue was identified.